Event description:
A report was rec'd in 7/2002 regarding a memorylens which was implanted in 2000 in the pt's right eye, which lens has opacified and was explanted and replaced in 2002. The doctor reported the post-op corneal status as clear.